Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted on (B)(6) 2024. The patient experienced a hypoglycemic episode which occurred 3 days after the sensor was inserted (sensor location not specified). On (B)(6) 2024, it was reported that the patient woke up disoriented at 3am. In his attempt to get out of bed, he fell and hit his head. The patient¿s wife called ems (emergency medical services). Once ems arrived, the patient¿s bg (blood glucose) meter reading was 29 mg/dl. No comparison continuous glucose monitor value was reported at this time. Ems transferred the patient to the ER (emergency room). At the ER, the patient received stitches to his head due to his fall. There was no documentation of what medication or treatment was provided to the patient for his hypoglycemia. It was also not reported how long the patient was in the ER prior to discharge. The patient was feeling well at the time of the report. Due diligence attempts to contact the reporter for more information were attempted but not successful. Data was evaluated and the allegation was confirmed. The probable cause was determined to be the mobile device losing power which led to signal loss. No additional patient or event information is available.